Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to be unable to power on using dc power. Using ac power, the device was able to obtain readings normally and alarm conditions were functioning. Some led display segments did not illuminate. Internal inspection isolated the failure to a component (u15) of the ui board. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device has some display segments that will not illuminate. No consequences or impact to patient were reported.